Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the denali filter system products that are cleared in the us. The pro code and 510k number for the denali filter system products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The sample was not returned to the manufacturer for evaluation; however, a image was provided for review. The investigation of the reported event is currently underway. Expiry date (04/2022).

Event description:
It was reported that during retrieval of a vena cava filter, the device allegedly could not be removed. It was further reported that filter hook was embedded in the vessel wall and had difficulty being retracted into a sheath. Reportedly filter remained in the patient¿s body. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali femoral system products that are cleared in the us. The pro code and 510k number for the denali femoral system products is identified in d2 and g4. H10: manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history record review is not required. Investigation summary: the sample was not returned one photographic image of a monitor was provided and reviewed. This image was obtained during angiography. A bard denali filter is identified with the tip at approximately the level of l1. The denali filter is significantly malpositioned in the supra renal inferior vena cava and this malpositioning resulted in the retrieval hook being inaccessible, preventing retrieval. Based on the image review, the investigation is confirmed for filter malposition and retrieval difficulties. A definitive root cause for the alleged retrieval difficulties and malposition of the device issue could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 04/2022), g3. H11: d1, h6 (results and conclusion) . H11:section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during retrieval of a vena cava filter, the device allegedly could not be removed. It was further reported that filter hook was embedded in the vessel wall and had difficulty being retracted into a sheath. Reportedly filter remained in the patient¿s body. There was no reported patient injury.